Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2014-01989 and 2134265-2014-01990. It was reported that an automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used. The motor drive unit (mdu) failed to perform the first pullback. The procedure was completed with another with the same device. No patient complications reported and the patient's condition is good.